Event description:
Initial info reported by a physician to a sanofi-aventis sales rep on 18-sep-2006: a male (age unspecified) who received treatment with hyaluronate sodium (hyalgan) in the shoulder developed an infection in 2004 after the injection. No further details available. Add'l info will be provided when available. Additional info received from a physician on 18-sep-2006: a male received his second injection of hyaluronate sodium in 2006, for severe osteoarthritis of the shoulder. One week later, he developed an infection of the shoulder. Therapy initiated with IV dicloxacillin and probenecid, then changed to vancomycin and ceftriaxone. Therapy was changed to cefazolin when he developed low platelets. The event resolved in 2006. Hyaluronate sodium was discontinued. No further details available. Add'l info received from a physician on 20-sep-2006: the physician clarified that the pt was hospitalized for a couple weeks beginning in 2004. Corrective treatment: dicloxacillin, probenecid, vancomycin, ceftriaxone, cefazolin.